Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD), the two incision technique was used to implant the electrode. During the procedure, the shock impedance measurement was 81 ohms. Prior to discharge, the x-ray revealed the electrode had dislodged. As a result, the electrode was repositioned using the three incision technique. The new shock impedance measurement was 48 ohms. No additional adverse patient effects were reported.